Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient fell and landed really hard against the battery pack about 1.5 to 2 months prior to the report. Since the fall, the patient has not been able to get a charge on the implantable neurostimulator. The patient thinks that the implantable neurostimulator is tilted because if she works really hard at trying to charge the implantable neurostimulator, she is able to charge the implant. There were no patient symptoms or complications reported.